Event description:
A customer site (B)(6) in the us filed a complaint alleging that, on (B)(6) 2015, discrepant cmv results were generated between the cobas® ampliprep/cobas® taqman® (cap/ctm) cmv test (plasma specimens) and a qpcr lab developed test (ldt) (serum specimens) from viracor (two different samples were collected at the same time). The cap/ctm cmv test generated significantly lower cmv viral titers than the ldt test. The cap/ctm test was below the lower limit of quantitation (lloq) for 9 of the specimens tested. The samples were provided by the customer for sequencing analysis. The sequencing results generated on (B)(6) 2015 indicated a mismatch with the cap/ctm cmv test. In the cap/ctm cmv instructions for use (IFU), under the section procedural precautions / limitations of the procedures, it is stated: though rare, mutations within the highly conserved regions of the viral genome covered by the cobas® ampliprep/cobas® taqman® cmv test primers and/or probes may result in the under-quantitation of or failure to detect the virus. On (B)(6) 2015, while on a conference call with the customer, roche learned that the patient with the discrepant results may be critically ill and a delay in treatment for cmv resulted from the under-quantitation of the cap/ctm cmv test. On (B)(6) 2015, clinicians reported that the affected patient¿s cmv viremia has been successfully treated. Treatment has been stopped after two results <lloq on the viracor lab developed cmv test. The cap/ctm cmv test performed as designed, as the resulting under-quantitation was due to a known, rare mismatch described in the product labelling. (B)(4).